Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device onsite and confirmed the device failed the active exhalation verification test step. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory for additional testing. This failure is being investigated, and no further evaluation of the parts is required at the is time.